Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the crack was noted during use on a patient when the device leaked chemotherapy drugs on the patient's hand due to the crack. Reportedly the patient was not harmed from the information provided to the reporter. Possible lot numbers provided: lot number 0061856392; expiry date 09/30/2025; production date 10/03/2022. Lot number 0061832516; expiry date 04/30/2025; production date 05/23/2022. Lot number 0061832476; expiry date 04/30/2025; production date 05/10/2022. Lot number 0061830427; expiry date 03/31/2025; production date 04/22/2022. Lot number 0061856393; expiry date 09/30/2025; production date 10/19/2022.